Event description:
It was reported that after firing during a mammary biopsy, the stylet detached & remained in the pt's breast. The dr manually removed the needle with his hand without further complications being reported.